Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-8737-38 batch number 1392242 was received for investigation. Upon visual evaluation, it was noted that the cannulated driver tip was broken off. The overall length measure from the proximal end of the shaft to the lower broken part of the tip gives a result of 4.85 in, indicating the device is shorter due to the fractured part of the tip. Drawing used for overall length specifications c4943 at revision 12. No functional testing was performed due to the damage to the device. The most likely cause is misuse due to a use error, as the cannulated driver should not be used for removal surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a metal removal surgery the tip of two drivers got bent and two driver tips broke off during one surgery. The broken pieces were retrieved out of the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.